Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the stimulation being turned off was not determined. The rep had visited the patient in the hospital and was able to re-set the dbs. The issue was resolved. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient hadn¿t been feeling well, they didn¿t think their therapy was working. The caller said that they looked through one of the booklets and they were not seeing the lightning bolt on the screen. The caller didn¿t have the patient programmer (pp), only the insr. Patient services (ps) suggested the caller place their insr over their ins and press start charge button and requested the patient to describe their screen. The caller was getting full coupling and battery was blinking and it sounded like some of the battery was charged up. Ps decided they should turn stimulation on using the pp. Possibilities were reviewed for why stim was off, and the caller said it was most likely the ins had depleted and they were charging now. The caller also stated that the patient had a x-ray about two weeks ago and unknown if it was related to the current situation. The caller said they had to go get the pp. The patient¿s wife called back and reviewed how to turn stimulation on. The caller said at first the patient felt a jolt w hen turning stimulation on, but they felt better. There were no further complications reported.